Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, increased pacing impedance was noted on the left ventricular (lv) lead. Diagnostic imaging was not performed, however the physician suspected lv lead dislodgement. No intervention was performed, and the lv lead is currently being monitored. The patient was stable following this event with no adverse health consequences.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
Additional information received indicated at a later follow-up, high capture threshold was again observed on the left ventricular (lv) lead, resulting in a loss of capture. The device was reprogrammed to resolve the event. The patient was in stable condition.